Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that a night before this report, the patient woke up in bed and noticed that the tubing had detached from the infusion set. The set was inserted two days before this report. No further information available.